Event description:
Boston scientific received information that this patient that is in a nursing home and has seizures, recently noted some sudden blood pressure drops in conjunction with slow heart rate. These sudden drops in pressure have led to syncopal episodes. The patients physician changed the seizure medication recently and it is unknown if that has contributed to the syncope and pressure drops. At a recent device check her pacemaker was functioning properly. To date, this device remains implanted. .

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.